Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file captured the pump operating as expected at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It could not be confirmed if left ventricular assist device (lvad) therapy worsened the right heart failure.

Event description:
It was reported that the patient was admitted for fluid retention and had coke-colored urine. The healthcare provider reported that the cause of the ascites was heart failure exacerbation, and the patient was treated with intravenous diuretics and paracentesis. Hemolysis was not confirmed by the healthcare provider. It was unknown if pump therapy worsened the right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.